Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the pyxis fridge displayed a full pyxis freeze error and showed error code 904. The machine was restarted to resolve the issue, but it only booted to the initializing hardware screen and then remained frozen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the refrigerator displayed error as full pyxis freeze and showed a 904 error. A field service engineer (fse) instructed the customer on proper shutdown and reboot of refrigerator and station and confirmed from the customer that there was no failed icon on station and refrigerator was functioning again to resolve the issue. The system functioned as intended after the field service engineer investigated the issue.